Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The venous air alarm occurred due to user error as the operator failed to clamp the saline line. The cycler alarmed appropriately. The user's guide provides adequate instructions for patient connections and starting treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator failed to clamp the saline line which caused a venous air alarm to occur during a routine hemodialysis treatment. The operator chose to discontinue treatment and not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.